Manufacturer narrative:
Batch reviews performed on 24 april 2017. Lot 146016: (B)(4) items manufactured and released on 02 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 141150 (k112115); approx (B)(4) items manufactured and released on 17 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 year and 9 months after primary due to leg length discrepancy. The surgeon revised the head and liner.